Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display as a result of moisture damage on the electronic assembly.

Event description:
The customer reported that he jumped into the pool with the insulin pump on. The device got moisture under the screen and the buttons were unresponsive. No further info was provided.